Event description:
It was reported that the lead dislodged. It was also reported that the lead was removed and during the replacement procedure, an insulation separation occurred. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The proximal segment of the lead was returned, analyzed, and no anomalies were found. It was noted that all conductors were stretched and had blood/body fluid (not obstructed), the outer insulation was breached cut, the lead was stretched, and there was apparent explant damage.